Manufacturer narrative:
If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). Patient non compliant with instructions to remove contact lenses prior to measurements device manufacture date: unknown all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one (1) week post-op after implant of a model zkb00, 21.5 lens, the patient is cf (counting fingers), so she can only ready very close up. The doctor indicated the eye/iol (intraocular lens) looks great, centered, no inflammation, and no cme (cystoid macular edema). No delay in surgical procedure. The doctor is determining the date of the explant and the replacement lens. Additionally, the doctor reported that the patient only removed their contact lens that morning which distorted her iol master test results, thus impacting the overall measurement and lens selection. Patient should have been provided closer to a model zkb00 +13.0 diopter lens. Surgeon feels it was the impact of the contact lens. Normal protocol is to remove the contact lenses 2-4 weeks prior to measurement. No further information was provided.

Manufacturer narrative:
A review of the manufacturing records for the intraocular lens (iol) was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement where the in-line optical inspection data showed the lens was within power specification. The final inspection process was reviewed and no anomalies were found. A search was conducted for other reports under the same production order and the search revealed that no other complaints for this order number were received to date. There were no event associated potential exception reports, non-conformances, or exception reports. During the manufacturing record review of the production order, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. Most probably the event was related to diagnostics as reported by the doctor. An event related precaution is defined in the directions for use. Considering this conclusion, no further corrective and or preventive actions are necessary. The lens met specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). The doctor provided additional information stating that the report involved the patient's right eye. The initial implanted lens was serial no. (B)(4). The patient outcome after the replacement procedure was great. After explant and with new correct intraocular lens (iol), the patient''\s vision was 20/20. The lens is not available for evaluation. No vitrectomy was performed. Lens rotation was not noted prior to explant. Visual acuity before initial implant procedure was 20/60. No further information was provided. Device expiration date: 06/02/2018 serial number: (B)(4). (B)(4). Manufacture date: 07/02/2014. All pertinent information available to abbott medical optics has been submitted.